Event description:
Additional information received reported that the patient was stabilized over the week at the hospital.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l78418, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
The patient was released from the hospital "on that monday" following the incident.

Event description:
It was reported that there were volume discrepancy. The actual residual volume (arv) was less than the expected residual volume (erv), arv: 32 ml and erv: 40 ml. The actions required as a result of the event included hospitalization. The patient was obtunded in the emergency room (ER). The patient had a refill earlier in which case she had filled the pump with 40cc. Upon aspiration at the hospital, she could only get 32 cc out. The patient¿s symptoms included altered mental status and overdose symptoms specified as obtunded. The location of the issue or symptoms was an unknown location. The practitioner to know how to stop the pump. The pump was set to minimum rate. The patient¿s status at the time of report was alive ¿ no injury. A manufacturer¿s representative suggested putting preservative free saline in the reservoir if there was no intention of refilling it with drug since at the time of report the reservoir was currently empty. It was unknown at the time of report whether the drug was refilled with saline or drug. The pump was used to infuse hydromorphone at the time of event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.